Manufacturer narrative:
(B)(4).

Event description:
It was reported through operative notes that the patient experienced bradycardia during surgery when vns diagnostic tests were performed. The new device was left off after implant and the neurologist plans to titrate the patient slowly. The DHR for the device was reviewed and it was found that the device passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful to date.